Event description:
Event description guidant received information that the implantable lead is displaying a slow rise in pacing impedance and thresholds. It was further reported that the patient is pacemaker dependent.